Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent was dislodged. An unspecified promus element plus everolimus-eluting platinum chromium coronary stent system was advanced into the patient's body and was then removed. Upon complete retrieval of the stent delivery system, visual inspection was done on the device and it was noted that the stent could be removed from the delivery system and dropped on the table. Additional information has been requested and is not available.